Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 44 mg/dl. The customer stated that her blood glucose was 44 mg/dl half an hour ago and her blood glucose was 297 mg/dl when she woke up. The customer stated that she waited 30 minutes and had juice and food. The customer stated that her sensor is no longer functioning and she needed a new one. The customer stated that her sensor will not take the charge. The customer stated that there are 3 charges and it's ignoring all of them. The customer stated that she is not getting a green light. The customer stated that when she connects the transmitter, there are no green or red lights.